Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('after her removal in 11 everything disappeared') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced somnolence ("injury"), fall ("she fell out") and paralysis ("complety paralyzed for upto 8 min"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal, somnolence, fall and paralysis had resolved. The reporter considered fall, medical device removal, paralysis and somnolence to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal, somnolence , fall , paralysis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('after her removal in 11 everything disappeared') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced narcolepsy ("narcolepsy"), fall ("she fell out") and paralysis ("completely paralyzed for upto 8 min"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal, narcolepsy, fall and paralysis had resolved. The reporter considered fall, medical device removal, narcolepsy and paralysis to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal, narcolepsy , fall , and paralysis. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder. Reported event "injury" was updated to llt "narcolepsy". No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('after her removal in 11 everything disappeared') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced narcolepsy ("narcolepsy"), fall ("she fell out") and paralysis ("complety paralyzed for upto 8 min"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal, narcolepsy, fall and paralysis had resolved. The reporter considered fall, medical device removal, narcolepsy and paralysis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.